Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, cracked reservoir tube lip, scratched case, minor scratched lcd window, cracked select button keypad overlay and missing serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir the plastic piece and o ring came off. The customer¿s blood glucose level was 120 mg/dl. The insulin pump will be returned for analysis.